Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever and access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap, and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal devices instructions for use (IFU) states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.

Event description:
It was reported that following a carotid artery stenting (cas), an angio-seal was selected for use. A pre-deployment angiogram revealed no anomalies at the right common femoral artery. The lumen diameter of the vessel was 5mm. An 8f terumo sheath was also used. The angio-seal was deployed and hemostasis was achieved but a 3cm hematoma formed at the puncture site. Manual compression was applied for 15 minutes. The patient was kept on bedrest for 17 hours. Five days later, the patient had a temperature of 37.2 celsius with redness, swelling and discomfort at the puncture site. The patient's c-reactive protein (crp) level increased to 3.5 and the white blood cell count was normal. The patient was treated with vancomycin and pansporin for the infection for several days. Fifteen days after the initial cas procedure, the patient recovered and was discharged. It was reported that the physician did not clean the puncture site and did not change his gloves before deploying the angio-seal.